Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, hemorrhage and aneurysm burst are a known risks associated with such procedures and noted is such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the reported hemorrhage and aneurysm burst. A probable cause of procedural factors has been assigned to the coil protrusion, as it is likely that procedural factors caused the performance of the device to be limited.

Event description:
It was reported that during a coil embolization of a basilar tip aneurysm, a loop of the coil protruded from the dome of the aneurysm. The physician indicated that the aneurysm dome was "weak". The coil was approximately 50% deployed when the physician noted that the aneurysm dome was ruptured. The patient experienced symptoms of a subarachnoid hemorrhage. Additional coils were used to successfully secure the rupture. Antiplatelet reversing agent was administered (dose and type unknown). The patient is reported to be ¿stable¿.

Event description:
It was reported that during a coil embolization of a basilar tip aneurysm, a loop of the coil protruded from the dome of the aneurysm. The physician indicated that the aneurysm dome was "weak." The coil was approximately 50% deployed when the physician noted that the aneurysm dome was ruptured. The patient experienced symptoms of a subarachnoid hemorrhage. Additional coils were used to successfully secure the rupture. Antiplatelet reversing agent was administered (dose and type unknown). The patient is reported to be "stable."

Event description:
It was reported that during a coil embolization of a basilar tip aneurysm, a loop of the coil protruded from the dome of the aneurysm. The physician indicated that the aneurysm dome was "weak". The coil was approximately 50% deployed when the physician noted that the aneurysm dome was ruptured. The patient experienced symptoms of a subarachnoid hemorrhage. Additional coils were used to successfully secure the rupture. Antiplatelet reversing agent was administered (dose and type unknown). The patient is reported to be ¿stable¿.

Manufacturer narrative:
Device common name is: device, neurovascular embolization.